Manufacturer narrative:
Date of event is estimated the device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
A proglide plunger was received at abbott vascular. Analysis of the plunger noted that the link was separated from the posterior cuff. There was no information reported regarding this device; therefore, the method used to achieve hemostasis is unknown. No additional information was provided.

Manufacturer narrative:
Visual inspections were performed on the returned device. The unspecified failure was observed as a link break. A review of the lot history record and complaint history of the reported device could not be conducted because the lot number was not provided. The difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy, link pulled until it breaks due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.